Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in june 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink non-dehp extension set had a broken membrane. This issue was discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the membrane of the filter was damaged. The reported condition was verified. The cause of the damaged component was a manufacturing issue (improper manual assembly). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.